Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that an out of regulation (oor) code was seen on (B)(6) 2016, even though the settings were not too high. The rep met with the patient to check the system on (B)(6) 2016. The impedances were checked and electrode 1 was showing greater than 10,000 ohms, which the patient was programmed using. Reprogramming was done to eliminate the use of electrode 1. There were no associated symptoms. The patient was doing fine after reprogramming. He was possibly scheduled for implantable neurostimulator (ins) and extension replacement in approximately four to five months. The rep had not spoken to the surgeon to confirm the schedule. The patient¿s indications for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension.

Event description:
Follow-up was received from a manufacturers' representative who reported that the patient has a make/break connection in his extension. It was added that they would evaluate relaxing the extension when the patient's battery is replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.